Manufacturer narrative:
Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual of the device provides the reprocess method of the head part. Omsc guessed that the reported event was caused by incorrect or insufficient reprocess. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center and found that dirts were attached to the head part. There was no report of patient injury associated with this event.